Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient reported that she was always getting low values on the cgm receiver would alert her. On (B)(6) 2024 around 9:00am, the patient drove herself to the hospital (no symptoms reported during this time). Prior to going to the hospital, the receiver was displaying around 50 mg/dl and the patient did not check a finger stick reading because she did not have supplies to do so. At around 9:20am, the patient arrived at the hospital. While waiting to be assisted, she ate snacks, mashed potatoes, steak and a breakfast bowl. When she was called into a room, the nurse checked a finger stick and the bg was around 300 mg/dl the patient did not remember the medications that were administered to her at the hospital. The patient was in the hospital until (B)(6) 2024 around 3:36pm. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.